Event description:
Boston scientific received information that following pocket closure, it was noted that this right atrial lead was in the ICD rate/sense device header. The pocket was reopened and the leads were connected to the appropriate ports. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.